Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify keypad unresponsive alarm due to blank display. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.